Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an lumpectomy procedure on (B)(6) 2020 and the suture was used. During surgery, the suture broke suddenly when ligating a blood vessel. A like device was used to complete the procedure. There were no adverse patient consequences reported.